Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse noticed that the photometer lamp voltage was high and that there was an issue with the algn method for reagent 1 (r1) and reagent 2 (r2) probes. The cse replaced the photometer flash lamp assembly and ran the photometer auto alignment. The quality controls (qc) passed and the system was functional upon departure. The replacement of the photometer lamp resolved the issue. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant calcium patient result was obtained on a dimension vista 500 instrument. The initial result was not reported to the physician(s). The same sample was repeated on the same instrument. The repeated result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant result.